Event description:
On (B)(6) 2022, the customer alleged to medela, llc the she has low suction with her pump in style max flow. Additionally she alleged that she thinks she has mastitis and is going to get an antibiotic.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, verifying the customer was using the correct kit components; verifying parts are being washed according to instructions for use; verifying the customer did not have any milk backup: verifying customer was not washing or drying tubing on pump and powered device on with battery pack. The customer was sent replacement pump connectors and the return of her originals were requested back for testing. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
In follow up with a complaint handler on 4/08/2022, the customer stated that she developed mastitis around on (B)(6) 2022 by her ob over the phone and was prescribed cefalexin. Additionally, she stated that her mastitis is resolved.